Manufacturer narrative:
(B) (4).

Event description:
The pt informed her hcp that the implantable neurostimulator stopped working. Interrogation revealed that the device was off. The battery was at end of service. Therapy was delivered through two 1x8 leads. Eleven electrodes were employed. The amplitude was programmed at 4 volts, pulse width 180 microseconds. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.